Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2346 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC is defective (its tip is bent, does not infuse). It was stated another connector that comes along with the catheter was used. No other information was provided.